Manufacturer narrative:
Evaluation summary: there are eight files logged for cartridge lot 32641027 from the same surgeon/facility. The used complaint samples were not returned. An opened cartridge carton lot # 32641027 was returned with eight unopened cartridges for the reported lot #32641027. The eight unopened samples, lot #32641027 were opened for evaluation. The samples were numbered 1-8. All eight were microscopically examined and no damage or abnormalities were observed to any of the cartridge tips. One sample (#7) was randomly chosen for functional testing. The cartridge was functionally tested per the directions for use (dfu) using a qualified handpiece, iol model, 27.0 diopter lens and viscoelastic. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The associated iol for this file was a qualified 23.5 diopter lens. The iol product history records were reviewed and the documentation indicated the product met release criteria. The handpiece and viscoelastic used were not provided. The root cause for the reported tip issue could not be determined. No tip damage or abnormalities were observed. The cartridge manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of cartridges. Supplier manufacturing records as well as their certificate of compliance verify the dimensional measurements are within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The iol product history records were reviewed and documentation indicated the product met release criteria. There have been seven other similar complaints reported in the lot number from the same facility. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the tip of the cartridges would not fit in when trying to insert the cartridge to dispense the lens. The tip was crooked or bigger and the incision had to be made bigger for the cartridge to fit. There are 6 medical device reports associated with the multiple cartridges initially reported. This medical device report is for the 3rd of 6 patients identified.